Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment of vascular procedure. The procedure was completed without any delay, on the same equipment by restarting the equipment. The philips remote service engineer (rse) examined system remotely and confirmed that c-arm performed an uncommanded movement. Review of the logfile shows frontal longitudinal position error, the driven rubber wheel slips on (dirty) rail. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and customer stated that the c-arm moved by itself during the case, also mentioned that there was some chatter coming from the c-arm too. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found longitudinal and rotational movement was not possible. The fse found stand geo movements were not working and found the cause to be dirty rails. To resolve the issue, the fse cleaned the dirty rails. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's c-arm performed an uncommanded movement. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.